Event description:
It was reported that the right ventricular lead exhibited a capture anomaly, high pacing thresholds, and an insulation anomaly. During lead revision, acceptable threshold could not be obtained. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.